Event description:
Per the clinic, the patient sustained a blow to the head on the implant site and subsequently stopped responding to stimulation from the device. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device on (B)(6), 2011. The patient was also implanted in the contralateral ear during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).